Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 319 colony forming units (cfus) of saprophytes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing and was tested on 14jun2024. The additional microbiological testing found an unspecified number of cfus of micrococcaceae, coagulase-negative staphylococci, and kocuria rosea. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds), microbiological test results, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 4 cfu/endoscope (4 cfu/100ml). Bacterial identification: micrococcaceae, coagulase negative staphylococci, kocuria rosea . The device evaluation found the air/water nozzle was clogged with fibrous foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, saprophytic germs are typically populated/colonized the internal and external surfaces of the human body. The detected bacteria are among with the result. The foreign material could be the cause if the reprocessing didn't follow the required steps described in our IFU. The detailed steps aren't traceable due to the less information in the questionnaire. A definite root cause could not be determined. The following is included in the device IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.